Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply voltage was adjusted and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently displayed a communication failure error message followed by a system lock-up. There is no report of pt injury.